Event description:
It was reported that on (B)(6) 2021, a 27mm portico ng valve was selected for implant. During procedure, after valve deployment, the patient developed new onset left bundle branch block (lbbb) and a permanent pacemaker was implanted. No patient consequences were reported. On (B)(6) 2021, the patient was discharged home in stable condition. Clinical study patient ID: (B)(6).

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.